Event description:
It was reported that during a therapeutic procedure on a pt, when the physician rotated the jagwire with a torque device during cannulation, the jagwire broke approximately a few millimeters from the distal end of the guidewire. The physician then obtained another device and successfully completed the procedure. The complainant indicated that the separated tip had been defecated by the pt. There was no adverse affect on the pt as a result of the reported malfunction.